Event description:
"Leaked oil when am piece was in" reported on customer repair paperwork. On follow up it was reported that the leak occurred during use on a patient. A spinal procedure was being performed when the surgeon noticed oil leaking. The patient wound site was flushed with excess irrigation. It could not be determined if antibiotics were administered. No patient injury or delay in surgery was reported.